Manufacturer narrative:
Follow-up #1: date of submission 06/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2015 with the following findings: multiple error, alarm, warnings were found in the black box; ¿replace battery 0128¿ alarms were observed on 03/28/2015. Power on reset (por) events were observed when multiple¿0128 replace battery¿ alarms were being cleared. The returned battery cap was used for testing and was unable to secure tightly to the pump. The battery compartment was observed to be cracked from the thread area to the case seal. Moisture was found behind the display lens. Due to moisture contamination, the pump powered on with the returned battery cap to a multi colored distorted display image and no vibration alert. During the evaluation, due to moisture damage, ¿0128 replace battery alarms¿ were emitted on each "rewind" attempt. The remaining steps were unable to be completed due to internal moisture damage. The battery compartment was found to be leaking at the crack during a leak test. The pump case was removed and there was evidence of moisture contamination found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).